Manufacturer narrative:
A visual examination of the returned device showed no damage to the working length of the device. A functional evaluation found that the needle failed to extend out of the catheter when the handle was actuated. The distal tip extrusion was cut open, the handle was actuated, and found that approximately 5mm of the needle broke/detached and was not returned with the device. The investigation concluded that the distal end of the cutting wire (needle) snapped and detached likely due to contact with some part of the scope and/or higher power settings. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A review of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on january 10, 2012 that a rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the metal portion of the knife separated from the catheter into the duodenum when retracting the knife after use. The doctor was unable to find the detached piece and he decided to leave it in the patient without further intervention. The procedure was completed with another needle knife. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the metal portion of the knife separated from the catheter into the duodenum when retracting the knife after use. The doctor was unable to find the detached piece and he decided to leave it in the patient without further intervention. The procedure was completed with another needle knife.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.